Manufacturer narrative:
H3 other text : remote support provided.

Event description:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the external paddles of the defibrillator were lost. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the external paddles of the defibrillator were lost. Replacement external paddles have been sent to the customer. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The customer was provided replacement external paddles to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.